Manufacturer narrative:
Product analysis results: visual and optical examination confirmed the cannulated drill tip has been sheared off between the drill tip and the driving shaft. It appears the tip of drill broke due to bend stress overload. The drill bit appears to be heat treated properly. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent plif (posterior lumbar interbody fusion) at l5/s1 due to stenosis at adjacent segment disease. Intra-op, when the surgeon reconfirmed the position where the cage was placed after final tightening, it was found that there was a nerve root near the cage. In order to hammer the cage again additionally, it was necessary to once remove the crosslink that was placed in this surgery. At that time (when the surgeon was removing the crosslink), the set screw (the rod side) on one side of the crosslink came off, but the set screw on the contralateral side (the rod side) of the crosslink stripped. And the tip of the driver is slightly rounded. The surgeon had the axis aligned again, but it did not work. Therefore, the surgeon removed the rod on one side which was final tightened already. There was a delay of less than 60 minutes in overall procedure time as a result of this event. Patient complications were unknown at that time.